Manufacturer narrative:
The distributor reported that the AED will not power on as the battery is depleted. The maintenance schedule is not reported. The battery has an expiration date of january 2028. Communication with the customer: the distributor reported that the log file can not be downloaded due to a undisclosed error. No additional information is available at this time to further investigate the event. The IFU states: improper maintenance can cause the ddu series AED not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. Routine maintenance: the ddu series AED is designed to be very low maintenance. Simple maintenance tasks are recommended to be performed regularly to ensure its readiness. Daily- check that active status indicator (asi) is flashing green. Monthly- in addition to the daily check, check the condition of the unit and accessories; check pads and battery pack expiration dates. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Although the ddu series AED is designed for a wide variety of field use conditions, rough handling beyond specifications may result in damage to the unit. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The distributor reported that the AED will not power on. The customer did not report this event occurred during patient use.